Event description:
Customer reported a recent hospitalization due to high blood glucose. The blood glucose reading at the time that the paramedics were called was 573 mg/dl. When they removed the infusion set, the cannula was bent and customer had not been able to get the insulin. Customer was treated with an insulin and saline drip and was given lantis. Customer was not wearing the insulin pump at the time of the event and had removed it the prior evening. Customer stated that she had been getting bent cannulas frequently and believed that to be the reason that she went to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.